Manufacturer narrative:
(B)(4): analysis: upon receipt at medtronic's quality lab, two palmaz stents remained intact around the melody valve. The device was distorted; a section of the outflow end of the stent appeared to have been bent and folded back, reducing the outflow orifice area. All leaflets were in the closed position. All leaflets were flexible and intact. All commissures were intact. Conclusion: analysis concluded the melody was damaged. Compression of a coronary artery is listed as a potential adverse event in the IFU. The IFU states: the potential for compression of a coronary artery should be considered in all pts undergoing tpv implantation. Assessment of the coronary artery anatomy for the risk of compression should be performed in all pt's prior to deployment of the tpv. Aortography should be performed to define the anatomy of the coronary artery and their relationship to the conduit. If aortography demonstrates a coronary artery branch passing beneath or otherwise close to the conduit, or if coronary anatomy could not be determined, further eval with selective coronary arteriography and simultaneous inflation of an angioplasty balloon across the conduit obstruction should be performed. In inflation of the balloon demonstrates any suggestion of coronary compression, as demonstrated by simultaneous selective coronary arteriography, the conduit should be deemed anatomically unsuitable for tpv implantation.

Manufacturer narrative:
Additional information was received updating the patient weight.

Event description:
Medtronic received info that during the implant of this pulmonary valved conduit, (the pt had a ross procedure in 1995 using a 22mm homograft from the rv to pa) the left main coronary artery was occluded. During the procedure, an 18mm atlas was used to high-pressure dilate the conduit and root angiography with the 18 atlas at full diameter was performed. A zmed ii 22 was then placed in the conduit and expanded to 4 atm. The left coronary artery was then selectively evaluated with the balloon inflated. The artery filled and emptied properly during this eval. Two palmaz stents were then placed with no hemodynamic compromise. The melody was successfully implanted and no hemodynamic compromise or EKG changes were seen immediately. Pressure eval revealed the pa/rv pressures were at 75mm/hg systolic, then the systemic pressure began to fall. Angiography of the implant looked appropriate, however, the left coronary system did not fill during angiography of the aortic root. Selective angiography was attempted, but was not able to be obtained. Support was provided via pressors, and an impella device. Chest compressions were performed to distort the stent to allow coronary filling, which did change the stent from circular to oval. The EKG improved somewhat with this maneuver, the pt was taken to the operating room and placed on bypass within 45 mins to 1 hour. The melody valve was explanted and a new rv-pa conduit was placed. In the post op period, the pt had a left pneumothorax and pulmonary edema resulting from left ventricular failure, but was stable, responded appropriately and was slowly weaned off cardiac medications. The physician reported that follow up aortic root angiography demonstrated wide patency and filling of the left coronary system, showing no residual damage/clot to the coronaries.